Manufacturer narrative:
(B)(4). Results: visual inspection of the product found the lens stuck in the cartridge. There was evidence of surgical residue. (B)(4).

Event description:
A cc4204bf model lens became stuck in the cartridge prior to being implanted. There was no patient contact or injury.